Event description:
Kimberly-clark received a report from (B)(6), stating that the blue pilot balloon detached from the microcuff endotracheal tube and the cuff lost pressure upon intubation. The patient was reintubated with a second device when blue pilot balloon detached from the microcuff endotracheal tube and the cuff lost pressure. The patient was successfully reintubated with another manufacture's device. No additional information was provided in regards to the patient's status. This is the first of two reports for the same patient involving two separate products during the same procedure. Refer to report 9611594-2014-00126 for the second report.

Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4).